Manufacturer narrative:
An event regarding crack/fracture involving an unknown ceramic liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no medical data, patient histories, sequential x-rays, or operative notes were provided for review. The implant types, manufacture, and materials cannot be confirmed. The x-rays were unlabeled and undated. Few conclusions can be made other than the patient clearly had bilateral tha, there is osteolysis present on both sides. The implants, however, appear to be stable. The status of the asserted ceramic heads cannot be determined. The outcome of the index procedures and any subsequent surgery cannot be determined. Event confirmation: the event, fracture of alumina femoral heads cannot be confirmed. Root cause: a root cause cannot be attributed to an unconfirmed event" -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to fractures ceramic liner. A review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no medical data, patient histories, sequential x-rays, or operative notes were provided for review. The implant types, manufacture, and materials cannot be confirmed. The x-rays were unlabeled and undated. Few conclusions can be made other than the patient clearly had bilateral tha, there is osteolysis present on both sides. The implants, however, appear to be stable. The status of the asserted ceramic heads cannot be determined. The outcome of the index procedures and any subsequent surgery cannot be determined. Event confirmation: the event, fracture of alumina femoral heads cannot be confirmed. Root cause: a root cause cannot be attributed to an unconfirmed event" no further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
Suspected broken ceramic liners and heads of patients who underwent tha at multiple clinics in 2008-2009. The physician considers the liner to be a trident alumina insert, though the product number remains unknown at this time.